Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2013, explanted:(B)(6) 2015,. Product type: lead. Product ID: 977a260, serial#(B)(4), implanted:(B)(6) 2013, explanted:(B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulator was explanted 2 days prior as it was not working. They could not get it to work, and she had turned it off 6 months after she got it ((B)(6) 2014). No symptoms were reported. If additional information is received, a follow up report will be sent.